Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the right ventricular (rv) lead exhibited low impedance measurements around 130 ohms with increased threshold measurements. The physician opted to monitor the lead. Approximately fourteen months later the lead continued to exhibit low impedance measurements and an episode of noise was seen when reviewing the logbook. It was noted that the patient experienced syncope a few weeks later for an unknown reason. Upon interrogation, the rv lead threshold measurements had increased and when the output was programmed with an appropriate safety margin, the patient experienced muscle stimulation. It was unknown what was causing the low impedance measurements, syncope and increased threshold measurements. Subsequently the physician opted to surgically abandon the lead. A new rv lead was successfully implanted. No additional adverse patient effects were reported.